Manufacturer narrative:
The main component of the system, other applicable components are: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type extension; product ID 3389s-40, lot # va12rcd, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead. Product ID 37603, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type implantable neurostimulator; product ID 3389s-40, lot # va12rcd, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type extension.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient developed a bacterial infection around the areas of the implantable neurostimulator (ins), extensions, and leads. It was also reported that the leads were removed on (B)(6) 2016 due to the infection on the tip of the leads. The extension and inss were also removed, but the date of the removal was unknown. The patient was also given oral antibiotics and there were plans to re-implant the patient on (B)(6) 2016, however, the infection was still ongoing so the re-implantation was postponed. Please see report number 3004209178-2016-22857.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.